Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument showed uncontrolled motion which resulted on the instrument joint getting stuck at the trocar opening when the instrument was removed. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. The customer provided an image of the instrument with a broken main tube with no obvious material missing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken main tube. A piece measuring proximately 3.03 mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The proximal clevis was dislodged as a result of the main tube break. The probable root cause for broken main tube is attributed to an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause for the dislodged proximal clevis is attributed to applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon's head was inside the high resolution stereo viewer (hrsv) and was attempting to manipulate the instrument. The reported issue was persistent. The customer does not remember the type of movement encountered. There was no injury to the patient. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The instrument was inspected prior to use, and no damage was observed.